Manufacturer narrative:
On 06-apr-2017 product investigation results: reporter returned three toothbrush heads on 02-mar-2017. Toothbrush heads confirmed to be counterfeit.

Event description:
Head broke off in mouth / after brushing twice the head broke off [device breakage] no adverse event [no adverse event], product counterfeit [product counterfeit]. Case description: a female consumer of unspecified age reported via phone on (B)(6) 2017 that the head of the oral-b power oral care refills cross action broke off in her mouth. She stated that the brush heads were purchased in (B)(6) 2016. The consumer explained that the first brush out of the pack was now in use, and after brushing twice the head broke off. This was not the first time the consumer had used these particular brush heads. It was reported that the scratch test passed. No symptoms developed.

Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of returned product.

Event description:
Head broke off in mouth / after brushing twice the head broke off [device breakage]. No adverse event [no adverse event]. Case description: a female consumer of unspecified age reported via phone on 31-jan-2017 that the head of the oral-b power oral care refills cross action broke off in her mouth. She stated that the brush heads were purchased in (B)(6) 2016. The consumer explained that the first brush out of the pack was now in use, and after brushing twice the head broke off. This was not the first time the consumer had used these particular brush heads. It was reported that the scratch test passed. No symptoms developed.